Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone14.6, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism failed to deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived not deployed. A slight decrease in pulse widths was observed in conjunction with a drive stall during second prime, indicating a failure of the hook talon to detent the ratchet gear. The failure to detent was replicated in a rerun in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. The pcb was removed from the chassis. No damages were observed on the hook talon or ratchet gear that could contribute to the failure to detent. The failure of the hook talon to detent the ratchet gear is confirmed as the root cause of the reported needle mechanism failure. The exact cause of the failure to detent could not be determined.